Event description:
It was reported that a spectrum iq pump failed downstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of failed downstream occlusion. The device was tested for downstream occlusion detection and was able to properly detect an occlusion. A review of the event history log revealed multiple events of "downstream occlusion!" However the log cannot be used to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.